Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, during hydrodissection, a good layer seemed to spread but when changing the kit or switching the echo screen, the needle tip might have moved. As a result, the gel was injected on the ventral side of the first layer. Reportedly, after placement of the hydrogel, the magnetic resonance imaging (MRI) and echo imaging was checked. This confirmed the gel was placed in the prostate. The patient also complained of frequent urination post procedure. No treatment was given to the patient. There were no additional complication reported as a result of this event. The patient received external beam radiation therapy (ebrt) (44gy/8fr).